Event description:
It was reported that prior to using the system to perform any surgical tasks for a da vinci s prostatectomy procedure, the surgical staff experienced non-recoverable system error code 2. The patient was under anesthesia when the surgeon made the decision to abort the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error code 2 was associated with the left master tool manipulator (mtm). The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtml. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. System error code 2 appears when the da vinci s safety system determines a reference voltage was out of range. Upon determining this condition, the system records the fault and transitions to a safe state. The mtml was returned to intuitive surgical for failure analysis investigation. Engineering was unable to replicate the reported failure during internal testing, however, an axis potentiometer and motor were replaced as a precaution. As of april 19, 2012, there have been no reported recurrences of the issue at this hospital.